Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter, control solution, lancing device and lancets were missing from the system kit. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.